Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable code of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an elective pelvic floor repair (pfr) and sacrospinous fixation procedure performed on (B)(6) 2023. During the procedure, the bullet became completely detached from the suture while the capio device was activated inside the patient to shoot the bullet through the ligament. The suture came out, and the bullet was lost inside the patient. An x-ray was performed, and the dart was located within the pelvis. The physicians decided to leave it in situ, using the device. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b5 has been updated due to the additional information received on november 28, 2023. Block h6: imdrf device code a0501 captures the reportable code of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an elective pelvic floor repair (pfr) and sacrospinous fixation procedure performed on (B)(6) 2023. During the procedure, the bullet became completely detached from the suture while the capio device was activated inside the patient to shoot the bullet through the ligament. The suture came out, and the bullet was lost inside the patient. The suture was tensioned along the handle. An x-ray was performed, and the dart was located within the pelvis. The physicians decided to leave it in situ, using the device. The procedure was completed with another device from a different batch. Additional information received on november 28, 2023: at the late end of capio deployment, the curved carrier was missing the catcher and not clicking in. Ami istitch was used as backup and was used to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Block b5 has been updated due to the additional information received on november 28, 2023. Block h6: imdrf device code a0501 captures the reportable code of dart detachment. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damages, and the carrier appeared in good condition. Additionally, it was noted that the suture did not return for analysis. During functional inspection, the carrier was able to move in and out of the cage, and the cage was able to catch the suture when the device was activated; however, it was also noted that the retraction of the carrier was not smooth, and it would not fully retract. Based on the information available and analysis results, the reported allegations of the cage not catching the needle and dart detaching could not be confirmed through product analysis. Additionally, the reported patient symptom of unretrieved device fragment is a known risk associated with the use of a capio device and it is noted as such in the device instructions for use. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an elective pelvic floor repair (pfr) and sacrospinous fixation procedure performed on (B)(6) 2023. During the procedure, the bullet became completely detached from the suture while the capio device was activated inside the patient to shoot the bullet through the ligament. The suture came out, and the bullet was lost inside the patient. The suture was tensioned along the handle. An x-ray was performed, and the dart was located within the pelvis. The physicians decided to leave it in situ, using the device. The procedure was completed with another device from a different batch. Additional information received on november 28, 2023: at the late end of capio deployment, the curved carrier was missing the catcher and not clicking in. Ami istitch was used as backup and was used to complete the procedure. There were no patient complications as a result of the event.